Event description:
It was reported that the patient was experiencing vertigo since implantation. No technical problems with the device have been reported. The patient has been reimplanted.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted because of persistent vertigo, which was most likely due to device unrelated surgical reasons. According to the explantation report, in fact, the round window opening was not completely sealed, thus leading to air entering the cochlea, as confirmed by diagnostic imaging. The investigation results appear to match the symptoms mentioned in the patient report. This is a combined initial and final report.